Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation. It has been identified that the customer did not follow the proper handwashing procedure as outlined in the instructions for use (IFU). It is important to note that the customer reporting the alleged injury stated that their physician believes the symptoms are due to an allergy. According to the interview, the customer has been a long-term user of soclean, with a purchase made in 2022, and the symptoms reportedly began in (B)(6) 2024. The customer did not provide specific details regarding the nature of the allergy. This information is being documented as part of due diligence. The required term/code for this report was unavailable. Since the customer did not return their device, a component code for annex g could not be found. As this field was mandatory, the entry "appropriate term/code not available" was used instead.

Event description:
Customer reports cough & rhinorrhea.the md was seen and prescribed an unspecified antibiotic and steroid.